Manufacturer narrative:
The zoll technical service evaluation was unable to duplicate the reported problems, but the evaluation did reveal intermittent baseline problems that were repaired by the replacement of the analog printed circuit board. In addition, the evaluation revealed the pace defib board contained burned dump resisters, possibly caused by excessive internal dumping of discharges. This problem was repaired by the replacement of the pace defib board.

Event description:
Also, there was no electrocardiogram and random artifact on the display using a known good cable.